Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device was found to be missing feet and missing the handle o-ring. Feet and an o-ring were installed on the device to address the issue. After repair performed on device, the device failed the active exhalation purge valve and active exhalation proportional valve test steps during testing. The active exhalation control module was replaced to address the issue. The device was retested and passed all tests.

Manufacturer narrative:
Corrections have been made as follows: section h, problem code changed to mechanical/na and calibration problem/failure to calibrate, evaluation results code changed to mechanical, component code changed to mechanical/valve(s).